Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer electric dermatome did not work the first time after being purchased. Additional clinical f/u with the customer indicated that the power supply was on, but the dermatome handpiece would not operate when the handpiece was switched on. There was no harm or delay reported, and procedure completed with an alternate device.